Event description:
This report summarizes four (4) malfunctions. A review of the malfunctions indicated that model dl900j filter experienced tilting and embedding. All events were reported some unknown time after filter deployment, and no attempts were made to retrieve the filter in any of the four events. These events were reported from various sources. All four (4) events involved patients with no reported patient injury. One patient was a 64 year old female, weighing 230 lbs. Patient¿s age, weight, and sex were not reported for the remaining 3 malfunctions.

Manufacturer narrative:
H10: for one of the four reported malfunctions, the product catalog number was updated to dl900f (lot number unknown). H10: of the four (4) events reported, two lot numbers were unknown, therefore manufacturing reviews could not be completed. The device history records of the two know lot numbers have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. These lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The devices and/or medical records of 3 malfunctions have not been returned for evaluation; therefore, the investigations are inconclusive for malposition of device (tilt) as no objective evidence has been provided to confirm any alleged deficiency with the filters. For one of the malfunctions, medical records were provided and the investigation is confirmed for filter tilt and unintended movement. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four (4) malfunctions. A review of the malfunctions indicated that model dl900j filter experienced tilting and embedding. These malfunctions were reported from various sources. All four (4) malfunctions involved patients with no reported patient injury. One patient was a 64 year old female, weighing 230 lbs. Patient¿s age, weight, and sex were not reported for the remaining 3 malfunctions.

Manufacturer narrative:
H10: of the four (4) malfunctions reported, two lot numbers were unknown, therefore manufacturing reviews could not be completed. Two of the malfunctions provide lot numbers and lot history reviews were completed. The devices and/or medical records of 3 malfunctions have not been returned for evaluation; therefore, the investigations are inconclusive for malposition of device (tilt) as no objective evidence has been provided to confirm any alleged deficiency with the filters. For one of the malfunctions, medical records were provided and the investigation is confirmed for malposition of device and migration of device or device component. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6(device code 1395 - migration of device or device component). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four (4) malfunctions. A review of the malfunctions indicated that model dl900j filter experienced tilting. These malfunctions were reported from various sources. All four (4) malfunctions involved patients with no reported patient injury. Of the four patients, one patient was a 64 year old female, weighing 230 lbs, one was a female weighing 170 lbs one patient was a male the other patient details were unknown. The rest of the patient details were not provided.

Manufacturer narrative:
Of the four (4) malfunctions reported, two lot numbers were unknown, therefore manufacturing reviews could not be completed. Two of the malfunctions provide lot numbers and lot history reviews were completed. One product number updated to dl900f. The devices have not been returned for evaluation; however, 3 malfunctions got medical records. 2 malfunctions are inconclusive for tilt and one malfunction confirmed for tilt and migration. The last malfunction had no mr and is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four (4) malfunction events. A review of the events indicated that model dl900j filter experienced tilting and embedding. All events were reported some unknown time after filter deployment, and no attempts were made to retrieve the filter in any of the four events. These events were reported from various sources. All four (4) events involved patients with no reported patient injury. Patient¿s age, weight, and sex were not reported for any of the four (4) events.